Event description:
It was reported that during a procedure of the moderately calcified, eccentric, de novo and narrow lesion of the mid left anterior descending (lad), the xience v stent delivery system was advanced but could not cross the lesion and the stent dislodged from the balloon. The stent remains in the patient and a 3.5 mm x 15 mm unspecified balloon catheter was used to crushed the stent against the wall of the vessel. The patient has been discharged and there was no reported patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. Evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon, which is consistent with guide wire advancement and advancement into the body. There was contrast on the shaft, which is consistent with handling. The stent implant had dislodged from the balloon and was not returned, thus confirming the complaint. However, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. In this case, the lesion was described as narrow and moderately calcified, which likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. There was a kink in the distal shaft and multiple kinks and bends throughout the hypotube. Since these damages were not noted during the inspection prior to use, or included in the incident complaint, they most likely occurred during the procedure and/or as a result of handling, packaging, and shipment back to abbott vascular for analysis. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks during manufacture. All sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.